Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, before the device entered the patient anatomy, it could not be advanced over the guide wire. A second proglide device was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it in the pre-deployed position. Dried blood was observed on the device, suggesting that it might have been introduced into the body. During testing, the guide wire was inserted from both ends of the sheath without difficulty. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any finding relevant to this report.